Event description:
A distributor complaint was reported regarding a pump malfunction that prevented the device from starting, despite attempts to use different cables. There was no adverse impact on the customer's blood glucose level as no information was provided. The device is set to be returned for further evaluation, and a replacement pump with a specific serial number was issued.